Event description:
Philips received a complaint by the customer on the v60 indicating that the device's tidal volume is inaccurate. It was also observed that it won't go into standby mode. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.